Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: during follow up with the customer, it was reported that the front bezel, and power board had been replaced, but the issue was not resolved. The customer noted that the user interface (ui) board would be replaced as recommended in the service manual. Additional repairs pending follow up with the customer.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was turning on and off on its own. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was turning on and off on its own. The rse provided the customer with the following recommendations to resolve the issue - replace the user interface (ui) pcba, replace the power switch overlay, replace the power management (pm) pcba. The customer reported that they would contact the field service engineer that was onsite, regarding the field correction order. The customer also was provided with the part number for a replacement ui pcba. The investigation is ongoing.